Event description:
It was reported that the patient experienced cycling issues with an ambicor penile prosthesis (app). A replacement surgery was performed in which a new spectra penile prosthesis (spp) was implanted. During the surgery, an aneurysm was found on the left cylinder of the app. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient did not experience any additional adverse events and was good after the procedure. No more information available at the moment. Should additional information become available, it will be provided.